Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: n/I.

Event description:
Healthcare professional reported right side rupture "discovered during the explant surgery" and later reported capsular contracture, baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device on posterior side assessed as surgical impact opening. (Shell thickness was within specification). ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ stress marks observed.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii.